Event description:
The customer reported that the pump door does not close properly allowing a free flow while connected to a patient in the cvicu. There is no report of harm. The facility's biomed department performed functional testing of the device and did not find any issues. Although requested, there was no additional information provided.

Manufacturer narrative:
The customers¿ report that the door was not closing properly and allowing a free flow was not confirmed. A review of the pump modules event log did not identify the customers reported time of the incident and the drug programming parameters could not be determined. The pcu device and pcu event log was not received for this investigation. No error or malfunctions recorded in the lvp error log on the last day of use. No free flow was observed during functional testing of the device, the device is working as designed. Functional testing found the returned pump module delivering fluid within specification. The root cause of the reported door not closing properly and allowing free flow was not identified.

Event description:
The customer reported that the pump door does not close properly allowing a free flow while connected to a patient in the cvicu. There is no report of harm. The facility's biomed department performed functional testing of the device and did not find any issues. Although requested, there was no additional information provided.

Manufacturer narrative:
The customers¿ report that the door was not closing properly and allowing a free flow was not confirmed. A review of the pump modules event log did not identify the customers reported time of the incident and the drug programming parameters could not be determined. The pcu device and pcu event log was not received for this investigation. No error or malfunctions recorded in the lvp error log on the last day of use. No free flow was observed during functional testing of the device, the device is working as designed. Functional testing found the returned pump module delivering fluid within specification. The root cause of the reported door not closing properly and allowing free flow was not identified.

Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the pump door does not close properly allowing a free flow while connected to a patient in the cvicu. There is no report of harm. The facility's biomed department performed functional testing of the device and did not find any issues.